Manufacturer narrative:
(B)(4). The insulin pump was received with cracked case, detached end cap, keypad overlay peeling, missing reservoir tube o-ring, broken reservoir tube lip, missing retainer, cracked lcd window and cracked lcd glass.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the belt clip may have come loose and the device fell to the ground and ran over it with the lawn mower. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.